Event description:
It was reported that the tip of the instrument broke off under an attempt to remove an osteophyt in the knee of the patient. The tip was removed from the patient.

Manufacturer narrative:
No injury was reported. Trending of the conquest instrument line has shown some device tip breakages due to user handling or ductile fatigue. To minimize and potentially eliminate this type of event, the instrument is being redesigned with a stronger jaw and a new shear pin.